Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to inspect and assess the analyzer. The fse observed that the precision pump had a torn tooth on the belt. The fse rebuilt the pump assembly which includes changing the belt. Post service activities completion, the fse performed successful hardware and system verification tests in conclusion, the precision pump assembly was determined to be the assignable cause of this event.

Event description:
The customer reported obtaining higher than expected, above the assay's normal reference range, troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for two (2) patients. The customer obtained repeatable elevated access accutni+3 results on two samples from one patient designated as patient one (1) which were reported outside the laboratory. A single elevated result was obtained for a second patient (designated as patient 2) that did not match the patient's previous results. The elevated result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event calibration, qc (quality control) and system check parameters were performing within assay and instrument specifications prior to the event; however post event occurrence, level one (1) qc recovery was out of range high, outside the laboratory's established limits. The patients' samples were collected in 13x100 mm lithium heparin gel tubes and centrifuged at 4000 revolutions per minute (rpm) for seven (7) minutes at room temperature. No issues with sample integrity issues were reported by the customer. Per customer's request, a beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess the system.